Event description:
A customer observed positively biased vitros valp reagent quality control fluid results in 2008 on a vitros 5,1 fs analyzer. Review of dataloggers by ocd determined that qc was also positively biased for two days from two days prior to original date. The customer states there was no allegation of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event is unable to conclude a definite root cause. The most likely root cause was determined to be a use of the device with the reagent pack container caps removed. It was unable to be determined how the caps were removed from the reagent packs. The instructions for use for the reagent advise the user to not remove or loosen the caps on the reagent pack. Use of a fresh reagent pack with caps tightly affixed to the pack has resolved this event.